Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator failed the extended self test (est) leak test. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 04 jan 2019 the customer troubleshot with technical support and advised that the boot kit was replaced to address the issue. The unit passed testing.